Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens remain implanted in the pt's eye. The pt's visual acuity at the last post-op exam was 20/30. Due to similar complaints resulting in explantation, the co is reporting this as a malfunction MDR.